Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that he missed an anti-e on tango optimo. The customer did return two affected patient samples, drawn on two different dates, but the supposedly defective product was not sent to us for investigational testing. Therefore our quality control laboratory tested the two patient samples with the retained sample of biotestcell 3 and yielded a negative and a +/- result with the e positive screening cell on tango optimo. Additionally, the two patient samples were tested in tube technique and showed a positive reaction in the enzyme method and with an incubation at 4°c. The patient samples reacted negatively in the indirect anti-globulin test, in the tube technique and with +/- at an incubation temperature at room temperature. The test results strongly suggest that the missed anti-e is an antibody with a reaction optimum of < room temperature. The instruction for use contains an appropriate hint: due to the incubation temperature of 37°c red cell antibodies with an reaction optimum of <20°c (cold reactive antibodies) are not detected. It is commonly accepted that cold reactive antibodies play a minor role in transfusion medicine. The retained solidscreen ii strip sample was tested with different positive and negative samples including two different anti-e. All positive and negative reactions were correct. We did not observe any false negative reactions. The affected tango optimo was checked. A 3way valve including a vp9100 pump was changed but we have no instigation to suspect instrument performance problems to be causative for this incident. Testing by our quality control laboratory confirmed the allegedly defective lot of solidscreen ii strip functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.